Event description:
A falsely elevated high-sensitivity troponin I (tnih) result for one patient was generated on an atellica im 1600 analyzer. The initial result was reported to the physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im and the results were similar to the initial result. The sample was repeated on a non-siemens instrument and resulted lower than the initial result. The customer is unsure which result is correct and suspects interference in both methods. There are no known reports of patient intervention or adverse health consequences due to the discordant, tnih patient results.

Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of discordant elevated results for a patient using the high-sensitivity troponin I (tnih) assay on an atellica im 1600 analyzer compared to an alternate method. The limitations section of the instructions for use (IFU) states the following: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies." The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Manufacturer narrative:
The initial MDR 1219913-2022-00175 was filed on june 17, 2022. Additional information - june 27, 2022. The outside the united states customer observed an unexpectedly elevated (> IFU 99th% reference cutoff of 45 pg/ml (ng/l)) atellica im tnih result on one patient that was normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient sample results were reproducible. This indicates a sample/patient-specific incident. Atellica initial result 112 ng/l, repeated in duplicate on the same system 86 and 87 ng/l. The alternate method result was 0.00 ug/l (reference range < .04 ug/l). There is no sample remaining to be sent to siemens for further testing. The cause of the initial higher result (112 ng/l) cannot be determined because the system log files were not provided. Siemens cannot rule out preanalytical sample concerns for this result. The two repeats on the same system showed good reproducibility (86, 87). The atellica im tnih method is a high sensitivity troponin I method where the alternate method is a conventional sensitivity troponin I method. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Also there are cardiac and non-cardiac conditions other than acute myocardial infarction that are known to cause myocardial injury and elevated tni values. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.